Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods).") And menstruation irregular ("irregular periods"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, metrorrhagia and menstruation irregular outcome was unknown. The reporter considered menstruation irregular, metrorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was deleted. Events added from pfs- chronic pain, metorhagia (bleeding b/w periods), irregular periods. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.